Event description:
The patient's stomach was swollen. The patient's physician instructed the patient to use a velcro support around the pump or a net support. It was noted that the patient had surgery twice; the details were not provided. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).